Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient's hearing performance decreased over time. The active electrode was found to have 2 channels outside of the cochlea, as confirmed by post-operative diagnostic imaging, which had been enabled at initial activation. In addition, damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user no longer has any hearing perception with the device. Pressing on the coil did not bring back the sound. No accident or trauma is reported. Prior to losing access to sound, the recipient reported hearing noise with the device. The user was re-implanted.

Manufacturer narrative:
Correction: in the initial report the brand name was given as "maestro cochlear implant system." The correct brand name should be "combi 40+ cochlear implant system."

Event description:
The patient no longer has hearing perception with the device. No accident or trauma is reported. Re-implantation is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient no longer has hearing perception with the device. No accident or trauma is reported. Re-implantation is planned.